Event description:
Customer reportedly received result of 11.2 mmol/l on mobile system 1, result of 5.1 mmol/l on a professional device, and result of 4.9 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self-treated with cheese and crackers and ginger ale; low blood glucose symptoms improved. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report (B)(6) for the suspect device used in system 2.